Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently experienced resistance when trying to fill the cartridge. Reportedly, the customer used multiple needle tips to resolve the issue. As the issue occurred in the past, troubleshooting was unable to be performed. Customer's blood glucose was in the 300 (mg/dl) range.